Event description:
It was reported that a pt's previous pump had failed years ago. No pt symptoms were reported. The pt's status was undetermined at the time of the report. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).